Event description:
It was reported that the customer delivered a bolus in response to an incorrect bg entry which resulted in a low blood glucose (bg) displayed as "low" on continuous glucose monitor. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.